Manufacturer narrative:
H3: product analysis of the device concluded that the motor and collet was worn due to corrosion. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during skull base tumor surgery, when the doctor used the handpiece for about 15 minutes, he found the bur stuck in the handpiece. The doctor tried to remove the bur from different angles, but it was useless. And the handpiece was corroded and blade was wobbles in it. Finally, the doctor changed the handpiece to complete the surgery. There was no patient impact.